Event description:
It was reported that the packaging of a clearlink continu-flo solution set was opened and damaged. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation in its original packaging. Visual inspection revealed that the device¿s packaging was damaged; however, the package was still sealed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.